Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor was very hot. The monitor was sitting on a wooden table and the patient stated it could melt a butter on it, it was so hot. The patient was asked if the monitor was plugged in directly into the wall outlet and not into any sort of extension, the patient stated it was not and noticed the monitor hot three days ago. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor had no complaint failure or defect found; found error code 3230 <(>&<)> 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.